Manufacturer narrative:
The device reported in this complaint report is related to an echo-hd-19-c device of lot # c882704; 1xecho device of lot # c882704 was returned for eval. This echo device was returned with the stylet fully inserted in the device and the needle advanced approx 4.5cm from the sheath tip on receipt. There were no kinks visible along with the length of the sheath or below the sheath extender when the sheath extender was positioned at reference mark 4.5. There were slight marks visible on the sheath approx 3-4 cm below the sheath extender and the sheath was perforated 3cm below the sheath extender corresponding to the sheath extender being positioned at reference mark 2. The stylet can be retracted and re-inserted into the device easily. The needle could be advanced but could not be retracted. The distal needle tip was examined under the microscope and no damage was noted. The handle was dismantled and the needle was removed. It was confirmed to be broken. The breakage point was measured to be approx 32cm from the base of the proximal luer lock, corresponding with the end of the sheath extender. The most likely of this needle breakage may be attributed to the needle kinking below the sheath extender. The kinking below the sheath extender most likely occurred due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not approx handed it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced usage cannot be replicated during the lab eval, it is not possible to conclusively state if this is the cause of this complaint. It may be noted that the customer confirmed there was no issue with needle retraction or break during the procedure. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the mfg records for echo devices of lot#c882704 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There were no adverse effects to the pt reported due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The complaint description received is as follows: during a procedure to collect samples from the pancreatic mass and mediastinum lesion, 3 echo-hd-19-c were used. All needles bent during the procedure. It was confirmed that the physician experienced difficulty retracting one out of the three needles into the sheath. This device was reported to the FDA on the basis of the reporting precedence established for this product family for needle non-retraction. Report reference number 3001845648-2014-00234. During device eval, all 3 needles were confirmed broken and could not be retracted. Adopting a conservative approach, it has been determined that this complaint currently meets the reporting criteria of an FDA MDR report the basis of the reporting precedence established for proximal needle breakages and non retraction of needles for this product family, regardless of pt outcome. As per the above complaint description events received, three devices are reported. An add'l separate report will be submitted in relation to the third device. Report reference number: 3001845648-2014-00242.